Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed alleged failure: inner sheath and l-tip started to melt during a procedure. The surgeon cauterized the liver when it was not meant to be cauterized. Sales rep said there may have been adverse consequences but not entirely sure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, power set too high. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the patient burned. The procedure was completed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient burned. The procedure was completed successfully.